Event description:
It was reported the PICC line started leaking at the extension line when flushed. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the PICC line started leaking at the extension line when flushed. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 2-lumen PICC catheter for analysis. Signs of use in the form of biological material was observed inside the catheter extension lines. Visual analysis revealed that the distal extension line contains a hole directly adjacent to the luer hub (pink hub). Microscopic examination confirmed the damage and revealed that a portion of the extension line was still molded within the luer hub. The catheter body length from the juncture hub to the distal tip measured 15 15/16" which is within the specification limits of 15 5/8"-16 1/18" per the coated catheter graphic. The outer diameter of the distal extension line measured .094" which is within the specification limits of .093"-.097" per the distal extension line extrusion graphic. The distal extension line inner diameter measured .057" which is within the specification limits of .055"-.059" per the distal extension line extrusion graphic. The IFU provided with the kit informs the user, "attach pre-filled saline syringe, if provided , or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen". The catheter extension lines were attached to a lab inventory arrow raulerson syringe (ars). The syringe plunger was flushed, and water was observed leaking out of the hole in the distal extension line. No defects or anomalies were observed when testing the proximal extension line. A manual tug test confirmed that the distal and proximal extension line were secure within their respective luer hubs. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for lot# 13c21h2665 to address the issue of a luer hub/extension line failing the pull test during manufacturing. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The IFU also states, "open catheter clamp prior to infusion through lumen to reduce risk of damage to extension line(s) from excessive pressure". The customer report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub. Despite this, the catheter met all relevant dimensional requirements. A device history record review was performed, and a potentially relevant finding was identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.